Event description:
Reporter alleged code displayed on the blood glucose device is "777" however, the test strips lot number was 549077. It was stated when the manufacturer performed a segment check on the device, a "778" appeared and there were missing segements on the display. No actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.